Manufacturer narrative:
Based on the claim against the product by the customer noting recognition issue, an investigation was completed. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The sterile adapter (sa) was not engaged on the universal surgical manipulator (usm) 4. During field evaluation, the fse conducted an inspection and confirmed that the sa had one pin failed to recognize. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. The usm was analyzed, and failure analysis investigations replicated and confirmed the customer reported complaint. The unit was tested on an in-house system in normal mode with no triggered errors. However, the unit did fail to recognize any instruments. Carriage also did not initialize when the sterile adapter was attached. The unit was tested on a psc fixture test platform (pftp) where there were no failures. A golden axes controller, carriage logic (accl) was installed and tested again on the in-house system. The sa was recognized and initialized properly. Instruments were also recognized during retesting. The complaint regarding the recognition issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using remaining arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, there was no response of the disks after the customer engaged the sterile adapter (sa) on the universal surgical manipulator (usm) 4. The customer reseated the sa, but issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised that the customer check for the presence pins. The customer exercised the pins on the usm 4; however, the same issue occurred. The customer elected to continue the procedure without the usm 4. No known impact or patient consequence reported. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the system initialized without error. The issue was identified after ports placement. There was no injury to the patient as result of the event.